Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2016. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach in aseptic technique was not further specified however the nurse believed it occurred while the patient was hospitalized for an unrelated event. The peritonitis was manifested by abdominal pain. On the same day as the event onset, the patient was hospitalized for the event. On an unknown date, the patient was treated with antibiotics (drug names, doses, routes, frequencies, and durations were not reported) for peritonitis. At the time of this reported the patient was recovered from the event and dianeal therapy was ongoing. It was not reported if the patient was retrained on septic technique. No additional information is available.